Event description:
Note: the date of event is unk. It was reported to boston scientific corp that an injection gold probe was used during a hemostasis procedure. According to the complainant, the injection gold probe was advanced, used and then retracted. The needle failed to function during the second attempt. The device was removed and the procedure was completed with another injection gold probe. The pt's condition at the conclusion of the procedure is unk.

Manufacturer narrative:
(B)(4). Extend, unable to. The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).